Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not able to unlock. A field service engineer replaced the latch to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager fridge door was unable to open. The customer stated that there was unable to take any medication out from the fridge and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.